Event description:
A malfunction alarm (malf 12) was reported, and there were no notable events that occurred prior to it. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.